Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the abdomen. The provided incident date is an estimate. On 01/02/2026, the patient experienced loss of consciousness, vomiting of yellow fluid, malaise, and abdominal pain. When a fingerstick was taken the CGM reading was 40 mg/dL, and the blood glucose reading was 565 mg/dL. The patient went to the hospital and when another fingerstick was taken the blood glucose reading had decreased to 480 mg/dL. The patient was treated with 10 units of NovoRapid (route unknown), ¿perfusion¿, and unspecified pain medication. No further medication was reported, and the patient was discharged after having been ¿hospitalized overnight¿. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the D zone of the Parkes Error Grid. The data investigation found a difference in values that fall within the B zone of the Parkes Error Grid. No additional details or treatment information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.